Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device did not correctly deliver insulin and no error messages were displayed. Eight boluses were programmed between 8:00 a.m.-8:00 p.m. With a range of 0.5-23.0 units, and the patient's blood glucose continued to increase. She was hospitalized that evening with hyperglycemia and diabetic ketoacidosis, and she was released the next day. She was unwilling to provide additional information. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.